Event description:
It was reported that the implantable cardioverter defibrillator exhibited inappropriate shock. The patient was in stable condition. Further information was requested however, was not provided.